Event description:
The following was reported to davol: it was reported that the patient was implanted with a ventralight st with echo on (B)(6) 2013 during a laparoscopic ipom surgery. Indication was an incisional hernia and an absorbable fixation device was used to secure the mesh. In 2014 the patient was treated for liver and lung metastases with resection of liver metastases. He also received chemotherapy in (B)(6) 2014. In 2015 the patient reports abdominal pain and inflammation at the abdominal wall. He again received chemotherapy in (B)(6) 2015. On (B)(6) 2015 the patient was scheduled to undergo a revision of an abdominal wall abscess. However the procedure was canceled as fecal and intestine had been found during surgery. On (B)(6) 2015 the patient underwent surgery of the abdominal wall. During the procedure a conglomerate of mesh, skin and open small intestine were found. Doctor reports that the mesh was completely dislocated and had moved into the abdominal cavity, the mesh was explanted and a resection of the small intestine was performed. During the procedure the surgeon noted that the mesh was adhered to and had perforated the intestine. Antibiotics were administered. The surgery was conducted under ongoing chemotherapy. On (B)(6) 2015 the patient underwent an additional surgery with aim to close the abdominal wall.

Manufacturer narrative:
The sample in question was returned and evaluated, the sample consisted of a small section of mesh. The sample was noted to be altered/cut from its original size and contaminated. It is noted that there were two fixation holes observed on the mesh complaint sample indicating that the mesh was fixated at one point. Based on the as received condition of the sample, information provided, and sample evaluation, there was no condition detected that could be identified as a contributor to the reported failure mode. A review of the manufacturing records found that the lot was manufactured to specification. This in the only reported complaint to date for this manufacturing lot of (B)(4) units. The reported condition could not be verified; the evaluation results of the mesh complaint sample are inconclusive for the reported condition. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. As reported this is a patient with a complex medical/surgical history post mesh implant and it is unknown how the patient's multiple treatments and surgery may have impacted the mesh implant. If additional information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.